Manufacturer narrative:
Concomitant medical products: 4965-25 lead, implanted: (B)(6) 2001.

Event description:
It was reported there were confirmed fractures of both epicardial leads. The leads were cut, abandoned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.